Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of a permanent cautery hook instrument was dislodged. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken hook at the distal end. A piece measuring approximately 0.059" x 0.064" was not returned with the instrument.